Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was partially extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The lead was positioned multiple times to obtain optimal p-waves. The helix mechanism took longer to extend and retract with each repositioning. When the lead was placed with acceptable measurements, noise was observed on the pacing system analyzer (psa) and through the device in both the atrial and ventricular ports. When removing the lead to replace, the helix could not be fully retracting. A new lead was successfully implanted. No adverse patient effects were reported.